Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 53856 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for 2 applications. The catheter passed the performance test and electrical integrity test as per specification; impedance was also within specification. Dissection showed a guide wire lumen kink inside the balloons at 1.38 inches from the tip of the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon inflation in saline solution, a kink was noted on the guide wire lumen. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.